Manufacturer narrative:
(B)(4). Results: moderate tortuosity with severe calcification and 90% stenosis. Conclusion: moderate tortuosity with severe calcification and 90% stenosis. (B)(4) - secondary intervention.

Event description:
A 2.5 mm x 18 mm micro driver rx coronary stent system was inserted for treatment of a mid lad lesion. The lesion morphology was reported to be moderately tortuous with severe calcification and 90% stenosis. It was reported that a mid lad lesion was first pre-dilated with a (B)(4); 2 micro driver coronary stents were inserted then attempted to cross unsuccessfully. The second micro driver dislodged due to the stent struts getting caught on calcification and had to be deployed at an unk site in the artery. It was reported that the (B)(4) was advanced to the intended lesion site and upon inflation of the balloon. The balloon burst (MFR report# 2953200-2007-00224). The balloon was successfully removed from the pt as one unit. A second sprinter rx was successfully used to complete the pre-dilatation. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device ((B)(4)/lot number unk) is distributed outside of the united states; however, it is similar to the united states distributed product (B)(4).